Manufacturer narrative:
D10: concomitants: 170-36-00, biolox delta femoral head 36mm +0mm (B)(6), 180-01-58, nv crown cup cluster hole 58mm g3 (B)(6), 180-01-58, alteon 6.5 screw 30mm (B)(6), 188-01-11, wedge plasma sz 11 (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a 69 yo male patient, initial left hip implanted in (B)(6)2015, underwent a revision procedure in (B)(6) 2025, approximately 9 years 7 months post the initial procedure. The patient presented to the surgeon with complaints of pain and dissatisfaction with their left hip. Upon examination, the patient has acetabular polyethylene wear and has a recalled poly implant. The patient was scheduled for a revision left total hip arthroplasty. The patient underwent an acetabular polyethylene swap and a femoral head swap. The patient left the or stable. There was no device breakages or surgical delays during the procedure. X-rays were provided. No explanted devices are available for return. They were discarded by the facility. Device images were provided. No further information.

Manufacturer narrative:
Based on the available information, the patient meets the following risk criteria for early prosthesis wear and/or osteolysis: implanted with a lateralized liner, combination of largest available femoral head and/or thinnest available acetabular liner was used and implanted with a component having a shelf age of greater than 2 years. The most likely cause for the reported revision due to prosthesis wear and osteolysis may have been a combination of risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. D1: corrected. H6: corrected. Investigation clinical codes.